Manufacturer narrative:
(B)(4). Device evaluation: the test strips involved with this complaint have been returned and evaluated by product analysis on (B)(4), 2012 with the following findings:the test strips have passed all testing with no faults found. The retain test strips also passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultra2 meter read inaccurately high compared to another device. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2012 at 6am. The patient reported blood glucose results of "150 mg/dl" with the subject meter and an unspecified result on another meter, performed within 30 minutes of each other. The patient manages his diabetes with janumet pills. It is not known if the patient made changes to his usual diabetes management routine. An hour after the start of the alleged issue, the patient claims he felt symptoms of sweating, chills and dizziness. The patient took more food and/ or drank a beverage as treatment. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement and an approved sample site was used for testing. The cca walked the patient through a control solution test which fell within range. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
The products involved with this complaint have been returned. The meter has been evaluated by lifescan product analysis on (B)(6) 2012 with the following finding: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. The 510(k) # is k053529.